Manufacturer narrative:
Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The received device had the cannula assembly fully deployed. No damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported dislodged cannula could not be determined. The exposed portion of the soft cannula was observed to be bent and torn. During the investigation, a leak test was performed and fluid was observed exiting the tear. Fluid was not able to pass through the fluid path and exit the distal tip of the soft cannula. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown. The download data generated an 0x18 alarm, indicating an empty reservoir. Investigation confirmed that the reservoir plunger was at 0% of a full fill.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 296 mg/dl while wearing the pod between 4 and 24 hours. The cannula dislodged from the infusion site (back). The cannula was then found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered.